Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter indicated that the pump lost prime and then when trying to reprime the pump primed all of the insulin out of the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed evidence that loss of cartridge detection had occurred with was duplicated during testing. During testing, the pump load step failed to detect the cartridge. During inspection of the pump, moisture was observed behind the display screen. A leak test was performed and the pump was found to be leaking behind the display screen. The pump was opened and moisture damage was found on the display screen, keypad flex, and force sensor pins.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.